Manufacturer narrative:
(B)(4). Date sent: 07/22/2022. The device was sent for additional evaluation. Upon arrival in the pi lab, looking at the knife, it was found that the entire circumference of the knife edge has staple indentations. This is not consistent with crossing a linear staple line. Indents correspond with inner row staple pockets (location and quantity). A sample of 3 straight legs returned staples were measured for diameter. ¿by contrast, linear and curved cutter staples generally used for transaction prior to the circular eea are .0089¿. The straight leg / bent staples observed on the knife are likely from the inner row of the compliant device. The event description states the device was attempted to be fired first outside the green range, then compressed more and fired to complete the washer break. Double firing the device, especially first outside the green range, partially deploys the staples and can lead to malformed staples. Staples can move slightly between the first and second firing attempt and may end up in the knife¿s path during the second trigger actuation. Based on the event description and device analysis, the cause of the incomplete inner staple row is due to the firing of the device outside the green range and then again once dialed into range.¿ please refer to the IFU and optimal device performance guide for proper firing sequence steps. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 09/21/2022. Additional information received: medical records. Please see attachments.

Manufacturer narrative:
(B)(4). Date sent: 10/29/2021. H6: component code = g04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ecs25b device arrived with no apparent damage. In addition, a piece of tissue was observed on the anvil half washer and also some bent staples were observed on the washer and the knife. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. In addition, the washer and knife were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was it determined that the inter roll of staples did not deploy? After learning it was not in range on first firing what were the additional steps taken before attempting to fire again? Was the tissue thick? Was the safety removed prior to the first attempt? What were the indications for surgery? What was observed at the site of the leak? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? What confirmation was received that the device completed the firing sequence? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation? If so, please describe the shape and location. What is the current patient status?

Event description:
It was reported that during a gastric bypass procedure while using the circular stapler while forming the gastro jejunotomy the first attempt to fire was not with in range, they drew it down in to range then fired the device. Washer was heard breaking but once removed it was found that the inner row of staples did not deploy. Surgeon then converted the procedure to open and used a second circular staple to complete the procedure.